Event description:
Additional information received reported that the pump was removed due to infection. A new pump was implanted in (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0058128r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported after the patient¿s pump was replaced due to ¿malfunction¿ (refer to manufacturer report # 3004209178-2013-10688); t he patient had to stay overnight in the hospital because the pump reportedly got infected. The patient then went home the next day. Four to five days later, the patient then went to the emergency room because his pump was ¿hurting so bad¿. It was reported it was inflamed, really red and was hurting. The patient was then admitted to the hospital and was there for seven to eight days. It was reported because ¿it was big and bloated¿ and the pump ¿almost¿ had to be taken back out but intravenous antibiotics helped so the pump didn¿t have to be removed. It was also noted the patient had ¿recently¿ been in the hospital for a month and a half however it was confirmed it was not related to the patient¿s device therapy. It was clarified the patient had an operation in july, not related to the pump. The operation resulted in an infection which was why the patient was recently hospitalized. The device system was used to deliver clonidine and morphine. Additional information has been requested, but was not available as of the date of this report.